Event description:
A dentist was performing a routine procedure on a pt using a dental electric handpiece when the pt's cheek was burned by the head of the handpiece. The dental assistant was also burned on the hand from the handpiece.